Event description:
A 2.0 cm x 10.0 cm gortex dura substitute was implanted in pt on 7/24/98. Pt was returned to operating room on 8/5/98 when a cerebrospinal fluid leak was detected from the implant site. The implant was removed at that time.